Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for more than 48 hours on the hip/buttocks. It was reported that the needle did not retract from the cannula after activation. The area around the cannula was wet. As treatment, corrections were delivered.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. Fluid was able to pass the fluid path with no signs of struggle; a leak test found no leaks or tears in the soft cannula. Timeouts and a drive stall were observed in the download data, however the device appears to have corrected itself before being deactivated by the user. The pod was connected to a master pdm using external power and a 5u test bolus was attempted; the timeouts and drive stall were not replicated but the pod generated an 0x34 interruption/reset alarm. The root cause for the timeouts and drive stall could not be determined. No other damages were observed during the investigation.